Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, after sewing with corenot rotating of the valve was not possible, and was explanted. A new 23 sjm regent heart valve w/ flex cuff was chosen and completed the procedure. The patient was reported stable.

Event description:
N/a

Manufacturer narrative:
An event of inability to rotate the valve during implant was reported. The investigation found that both leaflets were intact, properly inserted within the orifice, and did not contain any surface damage. Both leaflets were able to fully open and close with no resistance occurring. Possible causes of inability to rotate the valve or the leaflet not moving are that the valve was oversized or that there was interaction with the anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.